Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead migrated. Consequently, the patient underwent surgical intervention on (B)(6) 2016 to revise the lead. However, the physician observed a kink on the lead, in turn, the lead was explanted and replaced. Reportedly, effective stimulation was restored postoperatively.